Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced ongoing gerd leading to linx device explant. The linx device was used as part of the anti-reflux procedure. Uneventful anti-reflux procedure and device implant on (B)(6) 2015. Uneventful device explant (B)(6) 2015 at (B)(6). After device removal, nissen fundoplication completed without issue.